Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt has reportedly experienced a recent increase in seizure activity. Review of x-rays by treating neurologist was inconclusive in determining whether there were any discontinuities in the ncp system. The pt had not suffered any recent injury or trauma that may have damaged ncp system. The pt is scheduled for revision surgery.

Event description:
A portion of the explanted lead assembly was returned to manufacturer for analysis. All but the electrode bifurcation portion of the lead was returned. The condition of the returned portion of the lead assembly is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection. Incisions in the outer tubing were noted during visual inspection; however, no obvious damage to either the inner tubing or to the lead coil wires was noted at these locations. Dry body fluids were noted at these locations, but it is unknown whether this condition existed during the implant life of the lead or if this condition is a result of the explant procedure. Scanning electron microscopy was performed at these locations and revealed no pitting or electro-plating conditions. Investigation to date hasbeen unable to determine the cause of the reportedhigh lead impedance test result.